Event description:
Pt reported a blood glucose of more than 500 mg/dl on (B)(6) 2010 at 12 am. Pt stated she did not administer any insulin at that time. Pt reported at 7:15 am, her blood glucose reading was "hi" and her husband informed the emergency doctor. Pt reported she was taken to the hospital by ambulance where she was admitted. Pt stated her infusion device switched off without any alarm. Pt reported the a2 (battery low) alert and the e2 (battery depleted) alert were missing. Pt was treated at the hospital from (B)(6) 2010 to (B)(6) 2010 for ketoacidosis. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.